Manufacturer narrative:
The device evaluation was completed for the reported event of damage to the pump. A device history review revealed no issues that could have caused or contributed to the reported event. A visual inspection was conducted and it noted that the mount pump side adapter was broken. The device also underwent functional testing which included a flow test and it was determined that the pump was able to infuse normally and without problems. The reported event was verified due to damage to the mount pump side adapter and the cause was determined to be mishandling during use while transporting a patient. The mount pump side adapter was to be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that the base of a spectrum pump was broken due to hitting the door frame while moving patient to the intensive care unit (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury or intervention needed.